Manufacturer narrative:
Additional information. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Left eye manufacturer report number 3012236936-2025-0003026. It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. At the patient¿s follow-up visit the doctor determined hyperopic error. The symptoms were reported as affecting the patient ability to perform one or more daily activities. The iol is simply not the best diopter for the patient. The iol was explanted and replaced with another johnson and johnson lens model ar40e 7.5 diopter. There were no complications such as a capsule tear, vitrectomy or sutures. The patient is doing well. No further information is available.

Event description:
The iol was explanted and replaced with another johnson and johnson lens model ar40e 5.0 diopter.

Manufacturer narrative:
Corrected data: in the initial report section b5 it states that the replacement lens is 7.5 diopter but should have been 5.0 diopter. Also, the doctor¿s middle initial was provided. The correction is below. Section b5 describe event or problem: the iol was explanted and replaced with another johnson and johnson lens model ar40e 5.0 diopter. Section e1, middle name: the doctor¿s middle initial was provided as ¿d¿. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: dec 11, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut in half and coated in viscoelastic residue, and what appears to be dried blood. The lens was cleaned and inspected, and the haptics were observed to be bent. No further issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.